Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had battery issues with their insulin pump. Customer reported receiving a low battery alert after using their battery for a week. Customer also stated a battery out limit alarm would occur after a battery change. The customer's blood glucose was 220 mg/dl. It was also found the customer had a frozen display while troubleshooting for the battery issues. The customer stated their screen was not completely blank and their buttons were unresponsive. Troubleshooting was able to resolve the frozen display. The buttons on the customer's insulin pump was also responsive at the end of troubleshooting. Customer was advised to monitor their insulin pump. No additional information provided.